Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and parts information to resolve the issue. Follow up with the reporter found that the device repair is on hold indefinitely and will likely not be repaired due to the device age. The device was not returned to physio-control for evaluation/repair. A conclusive cause of the reported event could not be determined.

Event description:
It was reported that the device synchronized cardioversion energy transfer after the qrs peak was delayed (68ms) and exceeded the device specification (60ms). This could potentially result in a shock on the t wave and cause a fatal arrhythmia. There was no patient use associated with the event.